Event description:
The customer reported that the cine function was not operating properly. There was no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.